Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that multiple episodes of noise were observed. The lead was capped and replaced. The patient condition was good after the procedure.